Event description:
It was reported the EKG (electrocardiogram) port is very loose, noisy EKG. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found loose ECG (electrocardiogram) and rf (radio frequency) head connectors on the lem (link electronic module) printed circuit board assembly. Analysis also found broken pcmcia ( personal computer memory card international association) ejector pins on the mpu (main processor unit) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).